Manufacturer narrative:
A sample device was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported for a consumer that following an intraocular lens (iol) implant procedure, she experienced difficulty with near vision and halos at night. She also experienced dry eyes and had punctal plugs inserted and then later removed because it made her dry eye worse. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye. This report is associated with report number mw5077574.